Manufacturer narrative:
No product will be returned per customer. A picture from the customer of a pumping segment shows no damages or fluid leaking. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of doxorubicin (15mg / 500ml ns), with etoposide (76 mg / 500ml ns), and vincristine (0.76mg / 500ml ns), the administration set leaked at the bottom of the silicone segment. There was no patient harm reported.